Event description:
It was reported that the customer's insulin pump was squirting insulin out at the maximum amount. The customer stated that the paramedics were subsequently called due to low blood glucose levels. The customer stated that her blood glucose during the event was 20 mg/dl. The customer was treated with an IV and felt better afterwards. The customer stated that she drank fruit punch and that her husband made her eat jam. The customer refused to go to the hospital. The customer had been experiencing insulin reactions prior to this adverse event. Troubleshooting could not be performed because the insulin pump was not present at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.